Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information on h6 (medical device problem code). H3, h6: the reported device was received for evaluation. A visual inspection showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and suture were returned off the needle. The t1 distal end is fractured. The suture has a knot near the t1. The t2 was not returned. The retaining tube still has the molded form from the inserted t2 proximal end. The insertion device has no visible defect. Bio debris is present. A material characteristics assessment found that based on the condition of the product material found during visual inspection, it was determined that additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly process found that the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. A definitive root cause for the reported issue could not be determined. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h2: additional information in e1.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscus repair procedure, under arthroscopic visualization, it was found that the fastfix 360 only had t1. Consequently, it was removed. The procedure was resumed, with a non-significant delay, using an equivalent s+n back-up. No further complications were reported.